Event description:
A patient recently implanted with an evoke spinal cord stimulation (scs) system experienced a fever and infection at the closed loop stimulator (cls) implant site. A system explant was performed on the same day. It was noted the patient reportedly excessively picked at the cls incision immediately post-implant.

Manufacturer narrative:
The devices were discarded and not returned for analysis. The patient reportedly excessively interacted with the incision site post implant, which may have contributed to the infection. The cause of the infection cannot be conclusively determined. Infection that may require hospitalization with intravenous antibiotic therapy and may require surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer's instructions for use (IFU). Review of manufacturing records including sterilization records confirmed that the product met all requirements for release with no anomalies identified.